Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
It was reported the touch screen is not working. There was no patient involvement. It has been recommended to replace the touch screen. Follow up has been made to obtain further details on a resolution, however no response has been received.

Manufacturer narrative:
G4: 12may2020. B4: 12may2020. The customer replaced the touch screen and the issue is resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.